Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the device had a channel disconnect issue. It was also noted that the same device had a frayed power cord and also gave a replace battery alert. This was reported to bd representatives during their site visit. There was no patient involvement.

Event description:
It was reported that the device had a channel disconnect issue. It was also noted that the same device had a frayed power cord and also gave a replace battery alert. This was reported to bd representatives during their site visit. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.